Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the new device only had 3 clips inside. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.